Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 bisector stopped heating and would no longer seal branches. A new device was opened to complete the procedure. No injury to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000240868 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 07/05/2022. An investigation was conducted on 08/03/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. The heater wire was observed to be slightly flexed away from the hot jaw at the center of the jaw due to normal clinical use. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over five (5) repetitions using "max life test method (B)(4) rev aa. The device did activated but did not transected tissue four (5) times . The device only transected three (03) times. Based on the results of the evaluation, the complaint for the reported failure ¿electrical/electronic property problem¿ was confirmed.